Event description:
On (B)(6) 2014, it was reported to the amo sales representative that a toric intraocular lens (iol) had rotated and would require a repositioning to correct. On (B)(6) 2014, iol was repositioned in patient's left eye. No patient complications were reported. Patient was noted to be doing much better, post-operatively. No further information was provided.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to abbott medical optics has been submitted. H

Manufacturer narrative:
Explant date: if explanted, give date: not applicable (na). Lens remains implanted in the eye. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.